Event description:
It was reported that the pump and tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue and battery burning and melting was verified. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation.